Event description:
The biomedical engineer reported during preventative maintenance (pm) of the device, that after cleaning and de-scaling the unit, he started having an issue with the over-temp light coming on at 40.3 degrees celsius. Since this event was during pm, there was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
This device was manufactured before 1999. The user facility¿s biomedical engineer is replacing the thermostat in the unit.